Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient met with their physician at which time system reprogramming took place. The patient's ipg was switched to cycle mode programming which helped to lessen the patient's pocket heating sensation. The patient will continue to follow up with their physician to determine any further next steps that will be taken to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced uncomfortable pocket heating at the ipg site while stimulation was on. No signs of inflammation or infection were present at the ipg site. The patient will follow up with her physician to determine the next course of action to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention where the ipg was replaced with a new one. The patient's issue is now resolved. The date of explant is unknown at this time.

Event description:
Additional information received identified the patient's issue persists; therefore, surgical intervention is planned for a later date to address the issue.